Manufacturer narrative:
Received six (6) new. List #011-mc330640, pressure set (400 psig) w/clave¿; lot #13576987. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed from the received photo. However, the received samples were tested and no leaks were observed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a pressure set (400 psig) w/clave¿ and according to the photo provided, the extension that was fixed on the peripheral venous catheter leaked blood. This incident happened twice in a row today on two extensions from the same lot. The customer had therefore quarantined the units that remain in stock from this lot. A photo was provided by the customer showing the catheter connected to a patient with blood around. There was patient involvement and unknown adverse event/human harm. Additional information was provided: patient information : initials sp , woman , 61 years old. The incident occurred once, just after the set-up of the system. Medication used was spasfon, not chemotherapy. There were no holes, cuts, tears or other defects. The patient was stable, there was no blood loss, there was a small delay in therapy due to reperfusion. Consequences: the patient had to be reperfused and a new venous access had to be established.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.